Manufacturer narrative:
Device will not be returned.

Event description:
Customer reported he has received erratic results since he dropped his blood glucose monitor in a cup of coffee. Customer reported he received results of 411 mg/dl and 67 mg/dl within 5 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.